Manufacturer narrative:
Approximate age of device - 6 years, 7 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient had a post op trans catheter aortic valve replacement (tavr) and patient was doing well. However, manufacturer's technical service log review, observed, some low speed advisory events on (B)(6) at 1142 and again on (B)(6) at 1221-1222, which were due to the fixed speed being set lower than the low speed limit. The vad coordinator reported that patient had an exacerbation of aortic insufficiency that was related to heartmate ii support. The patient's aortic insufficiency has been worsening while on heartmate ii support. The patient was stable. No further information was provided.